Event description:
It is reported that patient underwent a revision due to loosening of the ulnar. During the procedure, a fracture on the ulnar bone was noted.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reported ulnar bone fracture may have contributed to the reported loosening however with the supplied information an exact cause could not be determined. Evaluation: lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.